Event description:
It was reported that the mode for the last month has not used atrial lead. Prior to changing the mode, the atrial lead impedances was 3000 - 4000 frequently. Impedance is currently at 500 - 600 ohms. Oversensing was observed. The lead is still in use and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.